Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). It was reported that the inner foil is welded with the outer foil.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have received one open sample (without the second pack and the first pack closed). Without the outer pack (paper foil), a proper analysis cannot be performed. We need defective samples showing the defect to asses properly the customer complaint. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Final conclusion: in spite of receiving a open sample, without defective samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any defective sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.